Event description:
It is reported that, in 2006, the device was revised due to wear. Implant date is unk.

Manufacturer narrative:
Section f was completed by the MFR. Info was received from a distributor who is not required to complete form 3500a. Eval summary: cause cannot be definitively determined.